Event description:
It was reported that the patient was hospitalized in status epilepticus. It was reported that the patient's physician would see the patient for follow-up with vns therapy. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s device could not be interrogated. Three different programming systems were used but all were unsuccessful. The failure to interrogate is believed to be due to end of service as the patient¿s device reportedly showed an end of service condition six months ago. No known surgical interventions have occurred to date.